Event description:
The customer reported a break of the pilot balloon. The unit was changed with new one.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.